Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms that were reportedly due to hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had been experiencing low flow alarms. The log files were submitted to be assessed for concerns of extrinsic outflow graft obstruction (eogo). It was communicated that the patient was dehydrated. The patient¿s hematocrit was raised. It was confirmed that the patient had been experiencing hypovolemia and that eogo was no longer a concern due to abbott technical service¿s review of the log files. Follow up log files were supplied for occasional low flow alarms patient was still experiencing following treatment. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2024. Elevated pulsatility index (pi) values were also noted during the low flow events. It was communicated that the low flow alarms were caused by hypovolemia. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1, of the IFU ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of an increase in low flow alarms for the past month. It was requested that the log files be assessed for any concerns of extrinsic outflow graft obstruction (eogo). Log files captured low flow events on 05jul2024. The patient was hypovolemic. They experienced mild dizziness; medication was adjusted accordingly. The patient appeared to be dehydrated from the heat and was instructed to increase oral fluid intake. Hematocrit (hct) was changed from 35% to 40%. It was noted that log files were sent and there was no concern for eogo. No imaging had been done. Less low flow alarms were reported, though not entirely resolved, from the patient with hct% change and increase hydration. Some low flow alarms were noted every morning per patient¿s statement. Additional log files were submitted and contained pulsatility index (pi) events as well as transient unsustained low flow estimates.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.